Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime later post catheter placement using the hickman line catheter, the catheter had fractured. It was further reported that fluid leak was observed. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the sample was not returned for evaluation, one x-ray image was provided for review. The image shows a hickman in the right chest appearing to enter the right internal jugular with termination in the right atrium. There is some mild kinking of the catheter in the vein with some kinking of the external catheter. There does not appear to be any contrast in the image or evidence of a leak from the image provided. Therefore, the investigation is confirmed for the identified catheter kink issue, and the investigation is inconclusive for the reported fracture and fluid leak issues as the provided image was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime later post catheter placement using the hickman line catheter, the catheter had fractured lumen and the glue allegedly found solid. Reportedly, catheter was allegedly found leaking. The procedure was completed using another device. There was no reported patient injury.